Event description:
It was reported that three years five months and twelve days post port placement via the right internal jugular vein, the catheter was allegedly broken. It was further reported that the port body and the distal catheter segment were removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation and one image was provided for review. Visual, microscopic, tactile and functional evaluations were performed. A partial circumferential break was noted from the distal end of the cath-lock. The edges of the partial circumferential break on the attached catheter were noted to be uneven and the surface was noted to be rough and smooth in both break regions. A longitudinal split was noted on the port septum. The image also shows a fractured catheter. Therefore, the investigation is confirmed for the reported fracture and the identified material split, material wear and deformation issues. However, the investigation is unconfirmed for the reported material separation issue as no catheter separation was noted. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiration date: 02/2022). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years five months and twelve days post port placement procedure via the right internal jugular vein, the catheter was allegedly broken. It was further reported that the port body and the distal catheter segment were removed percutaneously. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.